Event description:
It was reported there was no lcd display. The device was returned for service. No patient involvement or complications were reported.

Event description:
It was reported there was no lcd display. The device was returned for service. No patient involvement or complications were reported

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found the device would not power up. The cause was the main pcb (printed circuit board). It was also noted that the upper case, lower case, battery drawer and side bail covers were broken, and the battery release, ring cover, battery release o-ring, battery drawer o-ring, and heart wire contacts were contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.